Event description:
On january 5, 2022 the customer called in to medela llc and alleged that beginning on (B)(6) 2021 her pump in style maxflow had started randomly shutting off, but in the last couple of days it stopped powering on and she had developed mastitis.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying no milk backup occurred; verifying components were being used, washed, and dried according to our instructions for use; and inspecting the transformer for damage. The troubleshooting identified a broken/damaged dc jack. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2022, the customer indicated her mastitis had been diagnosed on (B)(6) 2021 and she had been prescribed antibiotics. She additionally indicated the replacement pump was working much better than her original pump and although she was still finishing up on her antibiotics she had started feeling better since using the new pump. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.